Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the extracting needle was disengaged. The green push button appeared intact. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the sheared hook at the distal end of the shaft may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an incisional hernia procedure, while extracting the needle from the abdomen, that part that make up the device separated, one came out of the abdomen, the other needle fell inside the patient cavity, after that they also able to retrieved the second part from abdomen. There was no patient injury.